Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device will not be returning to baxter for evaluation; therefore the reported condition cannot be confirmed or duplicated and an assignable cause cannot be determined. Should additional information become available, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which an upstream occlusion occurred during service/testing. There was no patient involvement. No patient injury or medical intervention occurred. The device was reported to have been repaired and returned to use. The software version for this device is not known. No additional information is available.